Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): tray liner. Torque screw.

Event description:
It was reported that this males patient's shoulder was revised. Parts were all intact, surgeon replaced parts for bigger glenosphere, liner and tray. Patient was last known to be in stable condition following the event. Product not being returned due to policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may be the result of humeral liner wear as investigated. The humeral liner wear may have been due to impingement between the edge of the liner and native bone. The replacement of the initial implants with larger components may have been due to joint laxity, loosening, an unreported traumatic event, or unreported device failure. However, joint laxity and loosening were not reported and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiographs or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.